Event description:
It was reported that during an unknown procedure the device did not work.

Manufacturer narrative:
(B)(4). Date sent 12/12/2024. D4 batch#: 444a76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cr40g reload was received with no apparent. The reload was received fully loaded with staples, with the washer uncut, with the drivers, and with the knife recess below the reload deck. The retaining pin was not connected to the coupler. It is possible that the reload was not properly loaded in the device, as the retaining pin was not connected to the coupler. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The retaining pin was moved to its original position in order to perform the functional test and it was tested for functionality with a test device. The reload was fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 444a76, and no non-conformance's were identified. The lot#: 446a47 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Please provide more details of device malfunction. 2. Did the device cut ¿ no. 3. If the device cut/fired, was the cut line complete. 4. Did the device staple - no. 5. If the device stapled/fired, was the staple line complete - no. 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 7. Did the device close - no. 8. Did the device fire - no. 9. Did the device open - yes. 10. Was the device difficult to close on the tissue - yes. 11. Was the device difficult to fire - yes. 12. Was the device difficult to open - no. 13. On which firing did this occur ¿ first. 14. Did the tissue retaining pin lock into the correct position - no. 15. Could you please clarify if there were any patient consequences - no. 16. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event - no.